Event description:
Report received of a tubing separation while in patient use. Multiple attempts were made to obtain further information, but no further information was provided. There was no indication of any adverse patient effects.